Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Oversensing was reported. The noise was readily reproducible via isometrics. The patient noted that his heart rate dipped below the base rate of 60 ppm. The patient reported occasionally feeling symptomatic. The lead was replaced. No patient complications have been reported as a result of this event.